Manufacturer narrative:
The DHR for the device could not be reviewed due to missing information regarding article number and lot code. Examination of the affected device was not possible as it was not returned for investigation. Device was discarded by the hospital. If additional information becomes available it will be provided on a supplemental report. Product details: 5.0 t2 titanium locking screw.

Event description:
It was reported that the patients' left femur was revised from the primary trauma surgery due to non union of bone and subsequent broken screws. Bmi (B)(6).